Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging the meter was missing results. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint was initially ruled out due to the following conclusions: this malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. There were also no allegations of harm or injury. On (B)(6) 2012, lifescan completed device evaluations with the meter involved with this complaint. The alleged complaint was not confirmed; however, a secondary issue was found during testing. The meter was found to have a defective lcd. This complaint in now being reported due to the secondary issue found during testing.

Manufacturer narrative:
The 510(k) # is k080639.